Manufacturer narrative:
(B)(4). Date sent: 5/1/2025 d4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what is the current patient status? The patient is currently under observation in the ICU, but it seems he is able to eat. Were any blood product administered? No. If so, how much? All information that are known/available has been disclosed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right lower partial lobectomy, the surgery was completed without any problems, and the patient was discharged from the hospital three days later. After that, the patient took a day off work on (B)(6) due to chest pain and was raced to the hospital because the pleural effusion came out on the next day, (B)(6). When emergency surgery was performed, there was 1600 cc of bleeding from the azygos vein. That was treated with tachosil and fibrin adhesive (more details will be confirmed later). The doctor speculated that the cut end of the staples was the cause because the bleeding was from the area where it had not been touched at all during the surgery. However, the staples were not malformed at the cut end. The cartridge color was gold. Change in procedure/surgery was required. No further information is available.